Manufacturer narrative:
(B)(4). Date sent to the FDA: 01/13/2020. Additional information: d10, h4, h6. A manufacturing record evaluation was performed for the finished device lot pcb224, and no non-conformities were identified. Additional h3 investigation summary: it was received for analysis an empty labeled winding former and a detached needle of product code 8556, lot pcb224. During the visual inspection of a detached needle, the swage and attachment area were noted to be as expected. Body fluids was present on needle and marks could be observed on the edge of the needle that appears to be by the use of a surgical instrument. Also, remnant of the suture was observed into the barrel hole, this condition causes the needle pull off. The suture was not received for evaluation. To avoid this kind of damage: grasp the needle in an area one-third (1/3) to one-half (1/2) of the distance from the attachment end to the point. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, the assignable cause of the performance pull off - suture needle is an improper handling. It was received for analysis an empty opened box and unopened samples of product code 8556, lot pcb224. During the visual inspection of the unopened samples, no defects were found on the packages. The samples were opened, and swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along of the strand and no defects, or damaged were observed. A functional test was performed and the pull force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the conditions of the sample received, no performance pull off - suture needle was found, and the tested sample met the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: specific number of needles which had needle pull off issue in this procedure. At least 3 from the information from the nurses. Additional devices reported under mw 2210968-2019-90854 and 2210968-2019-90855.

Event description:
It was reported that the patient underwent a vascular procedure on (B)(6) 2019 and suture was used. The needles are popping off the suture during use. The procedure was completed successfully. There were no adverse patient consequences reported.